Manufacturer narrative:
D2b, pro code (product code), dsk e1, initial reporter facility name, (B)(6).

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. During the procedure, screen was blackened. The procedure was not completed; there were no patient complications.